Event description:
On 18 june, a customer informed us that one of our products had been involved in an incident resulting in a laceration and a skull fracture.

Manufacturer narrative:
The customer reported a scalp laceration associated with the use of the device in question (skull clamp). In addition, the customer stated that a skull fracture occurred, that was "likely related to thin bone." Follow-up was performed; however, no conclusive information regarding the sequence of events, the circumstances leading to the reported injuries, or the basis for the assessment of thin bone was provided. Therefore, the exact cause of the event and the relationship between the reported injuries cannot be determined based on the available information. The returned device was evaluated and found to be within specification. No device malfunction was identified. As the product in question complies with the specification and no deviations were found that could cause or contribute to the reported incident, we suspect that maybe the pinning technique was not optimal, as described in the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."